Event description:
It was reported that the drain bag of a prismaflex st100 set c was leaking. The leak was discovered after six hours of treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was an external fluid leak from the drain bag near the stopcock. The reported condition was verified. The cause of the reported condition was a user error. The customer reported that an external fluid leakage from the drain bag occurred 6 hours after treatment started. This event was due to a misuse of the drain bag provided with the set. Indeed, instead of being used and filled once, the drain bag was used during several hours of treatment and was filled and emptied several times. All accessories provided within the set, including drain bag, are single use products. This means that once used, the drain bag must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. Furthermore, the prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.